Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation non-sustained right ventricular oversensing that appeared to be post-sensed t-wave oversensing was noted. No intervention was performed. No recommended programming changes were made as changing the sensitivity for post-sensed events might result in undersensing fibrillation waves. The patient was stable.